Event description:
Per customer; ¿we have had a report of a cranial drill that breached the dura, dura was breached but cord was not damaged. We don¿t know whether it was the reducer or craniotome¿. It was reported that this occurred during a surgical procedure, there was a 6-minute delay. The procedure was completed successfully and there were no adverse consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).